Event description:
Health professional reported alleged "band explant due to dysphagia and large pouch."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report was returned however the device analysis results are pending at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Dysphagia and pouch dilation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pouch dilatation as follows: "frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Band slippage and/or pouch dilatation can occur."